Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test was performed, and it was confirmed that the device did not turn on. The cause of the problem was a possible defective mainboard. The mainboard was replaced to correct the issue.

Event description:
It was reported that power was lost while using the device. Per reporter, the event occurred while in patient use, during infusion. No adverse event/patient harm was reported.

Manufacturer narrative:
E1: facility name " (B)(6) hospital." Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.